Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. It was confirmed that the reported issue persisted and the console was moved out of the room for service. The fse replaced the master tool manipulator (mtm) due to the 23062 errors. The system was tested and verified as ready for use. The mtm was returned from the field for failure analysis (fa) due to the reported error 23062 errors, which were confirmed but not replicated during in house testing. In the field error logs, the 23062 error was found indicating a failure on the wrist pitch axis, confirming the fault occurred in the field. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. The unit passed system testing with no error observed. The unit was installed on the surgeon side console fixture test platform (sftp) and failed on the gravity balance test post sine cycle - el (elbow_min_margin). However, the unit passed after running recalibration sequence without any errors. The rest of the fitness test and 1 hour slow speed sine cycle on wrist pitch axis was ran with no errors observed. Additionally, the unit failed on slow gravity balance test post sine cycle - wrist pitch (wrist_pitch_ripple_trq_max_power_bevel_teeth_fwd_drive). As a result of this investigation, fa has concluded that the wrist pitch axis 5 motor and slipring were found to be the root causes of the reported event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered left master tool manipulator (mtm) issues. The caller stated that they were having errors associated with the left mtm. The technical support engineer (tse) was able to see that they were getting 23062 errors on the left mtm at console 1. The caller stated that the surgeon was working on console 2. The tse explained if the errors continued, they could move to the other console. The issue appeared to be related only to console 1. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the and obtained the following additional information: the procedure was completed robotically in a single console configuration instead of a dual console configuration. The reporter confirmed that the issue occurred on two procedures the same day and then the console was set aside until it could be serviced.